Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the manufacturer's representative (rep) reported an alleged overdischarge. A physician mode recharge was performed and the patient was able to charge the battery normally. However, after recharging, the patient was unable to turn the stimulation on. They interrogated with the clinician programmer and saw an end of service (eos) message. It was suspected this was the patient¿s third overdischarge and they inquired about the three strike rule and when the eos would appear. The rep did not know when the patient first had trouble charging. The cause of the overdischarge was not determined. The patient did admit he had initiated at least 3 device resets. The cause of the eos was the patient not charging the implantable neurostimulator (ins) unit regularly or timely. No additional troubleshooting, actions, or interventions were taken or planned. The event was not resolved at the time of the report. The healthcare provider (hcp) had submitted for authorization to replace the ins. There were no symptoms reported. Relevant medical history included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.